Event description:
On (B)(6) 2020, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verioflex meter was reading inaccurately erratic. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information obtained when the cca listened to the call recording. The patient reported that the alleged issue began on the evening of (B)(6) 2020. The patient claimed obtaining blood glucose readings of "189, 46 mg/dl" on the evening of (B)(6) 2020 and "186 mg/dl" the following morning, on (B)(6) 2020. The patient manages her diabetes with self-adjusted insulin (novolog and lantus, usual doses not specified) and advised that in response to the reading of "189 mg/dl" obtained on the subject device, she took extra insulin; however the patient did not recall the dose administered. The patient advised during the call that an unknown time after administering insulin, se developed symptoms of "low sugar, dizzies" and "body imbalance." The patient reported that at onset of symptoms, she tested with the subject device and reportedly obtained a blood glucose result of "46 mg/dl." It is not known what treatment, if any, the patient received as a result of the alleged issue. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter at the time of testing and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged elevated blood glucose reading obtained on the subject device.